Manufacturer narrative:
(B)(4) the pro240 device was not returned for evaluation, but a device history review was obtained for lot number 104849. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
On (B)(6) 2022 a 65-year-old male patient underwent a stand alone robotic left atrial appendage (laa) exclusion procedure. The pro245 clip was placed and closure of the laa was confirmed. As the surgeon was pulling the applicator back, bleeding was observed. The procedure was converted to a sternotomy and a perforation was discovered of a cardiac vein that was medial to the base of the laa. The perforation was repaired with a 4-0 prolene suture. There was no reported device malfunction, and the adverse event was the result of a procedural complication.